Event description:
The following was reported to davol by the patient. It was alleged by the patient that she was implanted with a composix lp mesh on an unknown date. The patient alleges that the mesh "punctured" her bladder.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided by the patient is limited; we have contacted the patient to request add'l info. No specific device failure has been alleged and no medical records have been provided. With the currently available info, no conclusion can be drawn. This MDR includes all patient, event, and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.